Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer identified a leak. The pre-trigger pump, the valve manifold kit and the 2-way bypass valve for the pre-trigger pump were replaced; which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed tsh results on the architect i1000sr analyzer. The following data was provided: initial 5.72, repeats 3.96, 5.78 (31.5% shift). There was no impact to patient management reported.